Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that in and out cath being done on labor patient with epidural to empty bladder. Nursing staff stated that the intermittent catheter was intact when inserted into urethra but came out missing the top portion. It was stated that the patient ended up having to under cystostomy after delivery. As per investigator notification on 06jul2022, it was stated that an additional red rubber catheter was returned for sample evaluation.

Manufacturer narrative:
The reported event is confirmed, manufacturing related. One red rubber catheter was returned without the original packaging. The length of the shaft was visually inspected and no lumps, discoloration, or anomalies were noted. Some flashing appeared to be present within the drainage eye. A potential root cause for this event could be, "operator error, dull punch dies" or "machine error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as a review of the label could not have prevented the reported event. Corrections: d,f,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that in and out cath being done on labor patient with epidural to empty bladder. Nursing staff stated that the intermittent catheter was intact when inserted into urethra but came out missing the top portion. It was stated that the patient ended up having to under cystostomy after delivery. As per investigator notification on (B)(6) 2022, it was stated that an additional red rubber catheter was returned for sample evaluation.